Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during an unruptured aneurysm in the anterior communicating artery (a-com), a microcatheter was used to deliver the subject stent to the a2. However, during the advancement of the subject stent, the microcatheter dislodged from its position so the physician retrieved the whole system to inspect for abnormalities. The condition of the subject stent after the inspection was not reported. On the second attempt to reinsert the same system with the same devices, the subject stent encountered resistance and could not be inserted into the sheath. Suspecting a stent abnormality, the subject stent was removed from the patient. It was reported that the subject stent was found broken when retrieved from the introducer sheath and the tip of its delivery wire was stretched. It was also reported that the patient's anatomy was averagely tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
¿ H4 manufacturing date ¿ added. ¿ h3 device evaluated by mfg ¿updated. ¿ h3 summary attached - updated .¿ d4 expiration date - added .¿ d10/h3 product available to stryker ¿ updated. ¿ d10 returned to manufacturer on ¿updated. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire was found to be kinked/bent. The distal end of stent delivery wire was found to be deformed. The stent was found to be broken/fractured and deployed (the stent was deployed after the procedure by the physician). The introducer sheath was found to be intact. Functional tests were not performed because the microcatheter was not returned, stent broken/ fractured and stent delivery wire was confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and the stent was prepared as per dfu. The atlas stent is not intended to be retracted from the microcatheter into the introducer sheath. There is no guidance given in the dfu to perform this task. In addition the dfu contains the following statement "withdraw the microcatheter, stent, and stent delivery wire as a unit and repeat the procedure with new devices." An assignable cause of use error will be assigned to the as reported 'stent difficult/unable to transfer', 'stent broken/fracture during use' and 'sdw deformed' as well as the as analyzed 'sdw kinked/bent', 'sdw deformed' and 'stent broken/fractured during use' as the investigation confirms that there was an act or omission of an act that resulted in a different medical product response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during an unruptured aneurysm in the anterior communicating artery (a-com), a microcatheter was used to deliver the subject stent to the a2. However, during the advancement of the subject stent, the microcatheter dislodged from its position so the physician retrieved the whole system to inspect for abnormalities. The condition of the subject stent after the inspection was not reported. On the second attempt to reinsert the same system with the same devices, the subject stent encountered resistance and could not be inserted into the sheath. Suspecting a stent abnormality, the subject stent was removed from the patient. It was reported that the subject stent was found broken when retrieved from the introducer sheath and the tip of its delivery wire was stretched. It was also reported that the patient's anatomy was averagely tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.